Event description:
The insertion of the starter guidewire ref m001491560 lot 8315960 was no problem. But the guidewire broke spontaneously inside the patient, at the beginning of the procedure, when it was in the left atrium. They had to get it out before it would get loose completely. And they replaced it by another guidewire of the same type. And they could complete the procedure. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: they replaced the guidewire what is the next course of action?: no further action needed after the replacement patient present at time of event?: yes patient complications: no patient complications device acquired from a distributor?: no

Manufacturer narrative:
A visual and microscopic examination of the returned product was completed, and the following features were observed: the guidewire is a 3-piece construction, with a coil, core, and ribbon. The coil, core, and ribbon are welded at the proximal end, and then the coil and ribbon are welded at the distal end. The guidewire was returned kinked approximately 1.5cm from the distal end, upon inspection it was concluded the ribbon was intact. There is two overstretched coils located at the same location of the kink and another overstretched coil approximately 0.1cm towards the distal end. No anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds and it was confirmed the two welds are intact. No other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the IFU (information for use) precautions sections: - exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper use" and/or "operational context" appears to have impacted on the event as reported.

Event description:
The insertion of the starter guidewire ref (B)(4) lot 8315960 was no problem. But the guidewire broke spontaneously inside the patient, at the beginning of the procedure, when it was in the left atrium. They had to get it out before it would get loose completely. And they replaced it by another guidewire of the same type. And they could complete the procedure. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? They replaced the guidewire what is the next course of action? No further action needed after the replacement patient present at time of event? Yes, patient complications: no patient complications device acquired from a distributor? No

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.